Manufacturer narrative:
The screw which was reported to be fractured was not returned. Radiographs provided by the dentist have confirmed the fracture of the screw. The lot information for the screw was not provided therefore a review of the device history record could not be performed. A definitive root cause has not been determined. No testing methods performed unable to be selected.

Event description:
The dentist reported this abutment screw fractured three years after bridge was placed.